Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for damage to vessel during insertion was confirmed with other empirical evidence. No manufacturing non-conformities were identified. Available information suggests that operator-related procedural step due to forceful advancement of the delivery system in the presence of resistance, played a role in the vascular injury. Based on the information provided, operator-related procedural step due to forceful advancement of the delivery system in the presence of resistance (due to tortuosity), played a role in the vascular injury (left iliac tear). Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where right access was attempted and coaxially was unable to be achieved with proper height or centrality. Left access was attempted and significant resistance was met. Before the device proctor could intervene, the ic inserted past the point of difficulty with considerable force and a corkscrewing motion. They were still unable to gain acceptable p/t/h, and anesthesia was also dealing with continuously increasing demand for support to keep the patient stable and so the decision was made to abort. Following the procedure a venogram was performed revealing a left iliac tear. A covered stent was deployed successfully. No device deficiency was noted.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.